Manufacturer narrative:
Pump received with broken belt clip slot noted. The test reservoir was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. J2 connector was inspected and locked on lcd board. Pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test , occlusion test, off no power test, self test and all operating currents test. No failed battery test alarm were noted. No delivery alarm during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were harder to press. The customer's blood glucose value was unknown. The customer also reported that the insulin pump rejected batteries many times, had random unexplained no delivery alert and longer rewind. The customer reported cracks on insulin pump. The insulin pump will not be returned for analysis.